Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The sign im nail implant surgery was performed on (B)(6) 2012. A review of follow up radiographic data on (B)(6) 2015 shows a broken screw located at the proximal end of the nail. The cause of the broken screw is unknown. The 9mm x 280mm, standard nail was removed. The broken screw was not removed. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The fracture is healed and the broken screw presents no risk to the patient. Sign fracture care international continues to monitor these conditions as part of our post-market activities.

Event description:
It was reported on (B)(6) 2015 during a follow up examination for an implant surgery in 2012 to repair a fracture of the patients right tibia, that a broken screw was noted in the follow up xrays. The fracture has healed and the im nail was removed.